Event description:
Customer reported he was hospitalized twice in the last several months for low blood glucose. Customer stated he has been getting less lows recently due to his doctor changing his settings. Customer reported he had a low of 20 mg/dl, which was treated by emergency medical services. Customer reported he was experiencing low blood glucose and was unconscious. Customer was not sure what cause the low. Customer was disconnected during rewind or prime sequence. Insulin type was rapid acting. Customer was advised to remove the reservoir from the device. The device was displaying the same amount that the reservoir had. The device was not exposed to MRI. Customer was advised to monitor the device and call back if issue reoccurs. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-36691.